Event description:
It was reported that the lcd had no display. It was noted that there was no display on the lcd of the rotablator console. There were no patient complications reported as there was no patient involved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).